Manufacturer narrative:
Clarification to b3. Date of event: 2022 was reported. Additional, changed, and/or corrected data: a2, a3a, a4, b1, b3, b5, b6, d6a, h3, h6.

Event description:
Patient reported "rupture". Later, patient reported "wrinkles". This record is for the left side. Device remains implanted.

Event description:
Patient reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.